Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 26jun2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) too numerous to count(tntc) as comprising of the following 1 isolates: positive rods - bacillus oceanisediminis. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on 03jul2019. The duodenoscope underwent a preliminary inspection on 08jul2019 where the distal cap/case was found to be cracked as well as slice by accessory in the primary operational channel and failed epoxy seal integrity inspection. Further inspection by pentax medical service was performed on 12jul2019 and the following inspection findings were documented: operation channel- primary slice by accessory. Prism scratched. Distal cap/ case cracked. Passed wet leak test. Passed dry leak test. Segment compressed. Umbilical cable single buckled under pve root brace. Hole in # 2 remote control button cover. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. The duodenoscope is currently undergoing repairs including the following components: air/water supply tube lg, suction channel lg, light guide cable, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, objective prism assy, remote control button, o-ring(0.5x1.3), distal case/cap, o-rings and seals. Upon completion of repairs the duodenoscope will be reprocessed and resampled in (B)(6) per procedure.